Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion of the implantable pulse generator (ipg) through the skin. The ipg system was explanted and a temporary lead was implanted with a future revision scheduled. No further patient complications have been reported as a result of this event.